Event description:
Issue with blake silicone drains.

Manufacturer narrative:
Product complaint # (B)(4) additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? The date of procedure? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure were any concomitant procedures performed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? H3 evaluation: photo received for analysis. Received a total of six (06) images of the product and label, for which, following photo analysis is completed. Received pictures are checked visually, and concluded that: photo 1- the fluted portion of the drain is visible in the shared image, with significant blood staining observed. Photo 2- a label was visible in the shared picture, where ref & lot number were mentioned as 2234, j2402599. Photo 3- the fluted portion of the drain is visible in the shared image, with significant blood staining observed. Photo 4- a label was visible in the shared picture, where expiry date & lot number were mentioned as 2029-10-04, j2402599. Photo 5- a drain fluted area was visible in the shared picture. Photo 6- a small drain part visible inside the body during chest operation. The silicone elastomer suction drain tubing is soft and pliable. It should not be handled or come into contact with pointed toothed, sharp-cornered, or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or waping of the tubing and to subsecuent structural failure of the drain and/or fragment retention withing the wound. A determination of the cause can not be determined from the photos. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.